Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they had a low blood glucose value. Blood glucose level was 46 mg/dl. Customer also reported that insulin pump buttons was not responding. Customer reported that insulin pump was exposed to moisture. Customer stated that low blood glucose alarm occurred and they are not able to clear the alarm. Troubleshooting was successfully performed however, the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Insulin pump case: ngp. The customer returned insulin pump for a alleged keypad unresponsive/button error alarm, exposure to moisture, and low bg found on october 10, 2022. The insulin pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and delivery accuracy test at .0873. No keypad anomalies or stuck key alarm noted during testing. Successfully downloaded history files and traces using thus. No stuck key alarms noted in downloaded history/traces on event date. All buttons were tested individually for their functionality; no damage to keypad traces however found moisture damage keypad flex traces. Insulin pump passes keypad voltage test. Insulin pump was cut open to perform visual inspection and found¿moisture damage on force sensor. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. No keypad anomalies or stuck key alarms noted during analysis, keypad unresponsive/button error alarm not confirmed. Exposure to moisture on keypad flex traces and force sensor. Unable to confirm alleged low bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.